Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log showed 41786 error code. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective main board. As a result, defective main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41786. There was unknown patient involvement, no patient injury was reported.